Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 145 mg/dl and the sensor glucose was 45 mg/dl at the time of the incident. The customer declined troubleshooting for high blood glucose. The customer was advised to inspect sensor to determine if it is securely taped to skin or if it has moved. Found: securely taped. The sensor will not be returned for analysis.